Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient had recurring incontinence and was implanted with an artificial urinary sphincter on (B)(6) 2018. No patient complications were reported in relation to this event. Additional information indicates the sling was an advance and the level of incontinence was reported as "worse".